Event description:
It was reported that medfusion 3500 pump, motor rate error. No patient injury reported.

Manufacturer narrative:
Additional information was received confirming no patient injury. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed there was a non original equipment manufacturer tamper seal on the device as well as a non-original equipment manufacturer top case and battery; the right plunger case was also cracked. Review of the event history log showed an occurrence of "motor rate error." Functional testing involved occlusion testing and the reported issue was duplicated. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that normal wear was the cause of the reported issue. It was a combination of worm coupling, worm gear, stepper motor, motor bracket, lead screw and both clutch halved being found old, dirty of old grease and worn due to normal wear. Device was placed in quarantine due to non-original equipment manufacturer case and battery. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.